Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "customer has noted that when analyzing samples from a patient certain pathologic cells were found that were not expected. These cells were expected originating from in a patient sample processed in the lwa before the named patient sample. Patient sample was retaken and processed individually, after which it was confirmed on analysis that the unexpected pathologic cells were not present. Information received today: are these type of cells rare or were they not matching with the clinical findings of the patient involved? The type of cells were not matching with the clinical findings of the patient. The occurrence of the pathologic clones found did not match the clinical finding and raised immediate awareness to reanalyze the findings. This lead to the understanding that the found clones were likely originating from the patient sample processed directly before the affected patient sample. Reanalysis of a new sample confirmed the affected patient did not show the earlier found clone. Was it obvious/clear to the customer that the results could not be trusted or could the cross contamination have been missed if it would re-occur? It was in this case obvious to the biologist validating the results that the results were not to be trusted due to the occurrence of the unexpected pathologic clone. However, in conversation with the lab I understand that they are investigating all data gathered from beginning of this year to now as this occurrence raises the concern earlier occurrences of same nature have been unnoticed. This investigation is still ongoing and they were not able to tell me if any such occurrences have been identified. Please provide me with any detailed questions to ask during my meeting with the responsible clinical biologist. Any support, by direct contact with customer or via myself would be well appreciated as current investigation by the customer has not ruled out possible other uncovered occurrences. In regards to the cause and technical resolution, I understand that the engineers have performed several curative actions. However, testing has not concluded that there is no further issue. Customer will be performing further testing on the lyse wash assistant tomorrow."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated with additional information: d.9. Device available for eval? Yes. D.9 returned to manufacturer on: 19-may-2022. H.2 device eval by manufacturer?: yes. Investigation summary: scope of issue: the scope of issue is only limited to bd facs lyse wash assistant, part # 337146 and serial # (B)(6). Problem statement: the customer reported a complaint regarding carryover seen between sample tests. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from (B)(6) 2021 to (B)(6) 2022. Complaint trend: there are 10 complaints related to the issue of carryover issue; pr#(B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4). , (B)(4). And this one, (B)(4). Date range from (B)(6) 2021 to (B)(6) 2022. Manufacturing device history record (DHR) review: DHR part #337146, serial # (B)(6) , file # 337146-337146-k33714600456-100132067-13, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the carryover was due to a defected cell wash assembly. The customer had initially reported that they were observing unexpected pathological cells in a patient sample from a prior test. Upon testing these samples again individually, they were able to confirm that this cell should not have been in the second patient sample and what they had observed was carryover. An fse (field service engineer) was sent onsite to observe the issue and they found that a fluidic issue was the cause of the carryover. The fse replaced the cell wash arm (pn 64861719) and the carryover was resolved. After this repair, the instrument was tested and confirmed to be functioning as expected with no further issues. The fse returned to the customer¿s site for a follow up visit on (B)(6) 2022, and reconfirmed that the issue was functioning as expected. No samples were evaluated as there were no parts returned. Although the unexpected results were from patient samples, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facs¿ lyse wash assistant system instructions for use, #23-11113-01 rev. 1/vers. A, page 111. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4). (B)(4). Case # (B)(4). Install date: 18nov2013 defective part number: 64861719 - assy cell wash mechanism blue repaired. Work order notes(02437910): o subject / reported: 337146 - bd facs lyse wash assistant - cross contamination. O problem description: customer has noted that when analysing samples from a patient certain pathologic cells were found that were not expected. These cells were expected originating from in a patient sample processed in the lwa before the named patient sample. Patient sample was retaken and processed individually, after which it was confirmed on analysis that the unexpected pathologic cells were not present. O work performed: customer visit from: (B)(6) 2022. It has been found that a fluidic problem on your lwa is the cause of the malfunction. Replacing the wash arm solved the malfunction. The instrument operates within instrument specifications and is ready for routine use without restrictions. O cause: defective wash arm. O solution: no comments to add. Work order notes (B)(4). O subject / reported: 337146 - bd facs lyse wash assistant - cross contamination. O problem description: customer has noted that when analysing samples from a patient certain pathologic cells were found that were not expected. These cells were expected originating from in a patient sample processed in the lwa before the named patient sample. Patient sample was retaken and processed individually, after which it was confirmed on analysis that the unexpected pathologic cells were not present. O work performed: wash arm replacement + "wash only" tests ok. Checking the values of the gain and offset vacuum values. Automaton conforming to use. O cause: wash arm. O solution: replacing the spray arm solved the problem. ¿ returned sample evaluation: a return sample evaluation was not performed as there were no parts returned. ¿ risk analysis: risk management file part # 337146ra, vers. B, bd facs¿ lyse/wash assistant risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes. ¿no. O ID: (B)(6). O hazard: carryover. O cause: clogged orifice . O harmful effects: incorrect results, damaged instrument . O risk control: replace orifice at each pm interval . O implementation verification: reliability testing in sv lab; protocol: (B)(4). Rev a. O effectiveness verification: system characterization summary report lwa carryover evaluation phase iii version 1.0 10/mar/2010 . O probability: 1 . O severity: 3 . O risk index: 3 . O residual risk evaluation: a . O new hazards: none . Mitigation(s) sufficient ¿yes . ¿no. Root cause: based on the investigation results the root cause of the carryover between sample tests was due to a defective cell wash arm assembly. Conclusion: based on the investigation results the root cause of the carryover between sample tests was due to a defective cell wash arm assembly. During the initial visit, the fse confirmed the carryover issue and was able to resolve the problem by replacing the wash arm (pn 64861719). During the next fse visit, the instrument was tested and confirmed to be functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the erroneous results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a h3 other text : see h.10.

Event description:
It was reported that while using bd facs¿ lyse wash assistant carryover between patient samples had occurred. The following information was provided by the initial reporter: "customer has noted that when analysing samples from a patient certain pathologic cells were found that were not expected. These cells were expected originating from in a patient sample processed in the lwa before the named patient sample. Patient sample was retaken and processed individually, after which it was confirmed on analysis that the unexpected pathologic cells were not present. Information received today: are these type of cells rare or were they not matching with the clinical findings of the patient involved? The type of cells were not matching with the clinical findings of the patient. The occurrence of the pathologic clones found did not match the clinical finding and raised immediate awareness to reanalyze the findings. This lead to the understanding that the found clones were likely originating from the patient sample processed directly before the affected patient sample. Reanalysis of a new sample confirmed the affected patient did not show the earlier found clone. Was it obvious/clear to the customer that the results could not be trusted or could the cross contamination have been missed if it would re-occur? It was in this case obvious to the biologist validating the results that the results were not to be trusted due to the occurrence of the unexpected pathologic clone. However, in conversation with the lab I understand that they are investigating all data gathered from beginning of this year to now as this occurrence raises the concern earlier occurrences of same nature have been unnoticed. This investigation is still ongoing and they were not able to tell me if any such occurrences have been identified. Please provide me with any detailed questions to ask during my meeting with the responsible clinical biologist. Any support, by direct contact with customer or via myself would be well appreciated as current investigation by the customer has not ruled out possible other uncovered occurrences. In regards to the cause and technical resolution, I understand that the engineers have performed several curative actions. However, testing has not concluded that there is no further issue. Customer will be performing further testing on the lyse wash assistant tomorrow."